Event description:
It was reported that the monitor did not turn on at the initial setting. Several attempts were done and the monitor finally did turn on and a test transmission was successful. However, the monitor will be replaced to "avoid future trouble." No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.